Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an adominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant or at the time of the event were not reported. It was reported that a type IV endoleak, seen as a blush, was observed around the flow divider of main body. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).